Event description:
Pt receiving insulin at 3 units/hour - = 3 ml/hr -. Bag was hung at 0630 and had completely infused by 0800. During that time, pt received approx 150 units of insulin. This was caught immediately and the pt treated proactively so there were no adverse outcomes or dangerously low serum glucoses for this pt.